Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specification as we have not received the complaint sample for analysis nor have we received and identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007 amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution is response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
A mother reported that her son was diagnosed with acanthamoeba keratitis in 2004, five months after he received his first pair of contact lenses and began using complete moistureplus multi-purpose solution. Reportedly, the patient experienced a very toxic reaction to brolene, one of the medications he was treated with. They worked with their doctor and a university. After treatment, her son recovered and did not need any corneal transplants. The incident was reported to the cdc twice. Additional information has been requested. The root cause has not been established.